Event description:
The physician attempted closure of the arteriotomy with the closer tsl 6 fr. Device in 2001 following a diagnostic catheterization. The procedure was uneventful and the pt was discharged with no complications. The pt presented 16 days later and was diagnosed with an infected hematoma, red with purulent drainage. The pt had experienced pain two days prior to presenting at hospital. Cultures were positive for methicillin susceptible staphylococcus areus (mssa). The pt was given ancef and was discharged with keflex.